Manufacturer narrative:
The received device was evaluated and found the soft cannula to be stretched. The cannula measured out of spec at 1.15 inches. The timing and cause of this damage could not be determined. During the fluid path test, fluid flowed freely through the entire fluid path though the soft cannula was stretched. A leak test was performed and found no blockages or leaks. No other damages or defects were observed that would prevent the delivery of insulin. No damages or defects were observed that would indicate a failure to adhere. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 24 and 36 hours on the arm. Hyperglycemia treated with multiple corrections of 30 units of insulin.